Manufacturer narrative:
. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The device met all material specifications as received. The evaluation revealed that the returned driver's distal hex drive tip is broken. In the event description it was stated that the patient's bone was hard and the rep in the case recommended using a bone tap but no one responded. This may have led to a situation in which excessive force was required to fully insert the screw, thus causing the driver to fracture. Typically however, the complainant's event is caused by excessive force, prying/leveraging during use, mechanical damage from dropping the device or hitting the device against another device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the hex part of the driver broke off in the patient and was only partially retrieved. An x-ray confirmed there is a fragment left in patient. Another driver was used to place the anchor. Procedure was an ankle arthrodesis. Follow-up investigation: the patient bone was hard. The rep in the case offered a bone tap but no one responded to her. The driver broke during placement of the third and final screw. The fragment was in soft tissue near the distal tibia.